Event description:
The event is reported as: the customer alleges that the endotracheal tube has a visible indention at the very tip of the tube.

Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. The customer returned a total to twelve unused samples. Per DHR (device history record) the product et tube, uncuffed, 2.5, lot #01k1300042 was manufactured on 10/10/2013. The DHR investigation did not show issues related to complaint. A document assessment was conducted and changes were required.